Event description:
It was reported the patient presented for a device replacement. During the procedure, the physician attempted to implant the implantable cardioverter defibrillator(ICD) and set screw broke. The ICD was not used and the physician elected to complete the procedure with a different ICD. The patient was discharged after the procedure.

Event description:
It was reported the patient presented for a device replacement. During the procedure, the physician attempted to implant the implantable cardioverter defibrillator(ICD) and set screw broke. The ICD was not used and the physician elected to complete the procedure with a different ICD. The patient was discharged after the procedure.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The implantable cardioverter defibrillator was received for analysis. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. The material in the hex cavity was removed and the set screw was able to fixate a test lead. The cause of the reported event was isolated to the material in the hex cavity preventing full insertion of the torque driver which was consistent with having occurred during the procedure.